Manufacturer narrative:
H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. H10 this is one of two related reports. This report represents the impella cp and another report was submitted to represent the impella 5.5. Investigation summary: the investigation has been completed. No product or data logs were returned for evaluation. Clinical details mention that the impella position was concerning for interaction with mitral valve (mv) and repositioning was attempted. The impella was left shallow. Arrythmia and suction events were observed during the case, and the pump was trapped in the mv apparatus, unable to rotate away. Unable to increase the p-level above p-6 as suction alarms were triggered. The patient was also given blood products due to concern for hematoma. Pump suction: the root cause of the pump suction was not determined due to lack of conclusive evidence from the provided clinical details and unreturned product and logs to confirm reported findings. Device in wrong position: the root cause of the positioning issues was not determined due to lack of conclusive evidence from the provided clinical details. Hematoma: the cause of the hematoma was not determined due to insufficient clinical details. Tachycardia: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the ventricular tachycardia was unable to be determined due to insufficient clinical details. Device history review: the pump passed all post-sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during impella cp support the team was concerned about pump position due to its potential interaction with mitral valve. An attempt to reposition was made but wire prolapsed on aortic valve so the pump was left shallow. However, the a few days later, patient had runs of ventricular tachycardia and suction events. The pump was repositioned but it became entrapped in mitral valve apparatus and it was unable to be rotated away. P-levels were unable to be increased above level 6. As a result, impella support was escalated to impella 5.5. Additionally, due to concern for hematoma, patient was given 1 unit of packed red blood cells.